Manufacturer narrative:
Correction field: g2, e1(event site address, event site city) updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit. The fse reported that after performing vacuum calibration via drive regulator calibrations, the pressure was found to deviate. The fse replaced the drive regulator and after replacement the fse conducted operational checks and confirmed normal performance. The failure analysis and testing dept. Received the pressure regulator with a reported unit failure of regulator adjustment unstable. The fat dept. Conducted a visual inspection of the component received and confirmed that no physical damage or abnormalities were observed. The failure analysis and testing department fipc pressure regulator in the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The failure analysis and testing department adjusted drive vacuum regulator to minus 295 mmhg then performed the pumping test for 2 hours. The vacuum pressure setpoint didn't drift as described by the customer. The failure analysis and testing department could not verify the failure of regulator adjustment is unstable. Retaining the part in the fat department per procedure.

Event description:
It was reported by getinge fse that during inspection the cardiosave intra aortic balloon pump (iabp) had unstable regulator adjustment .there was no patient involvement.

Manufacturer narrative:
Due to character limit:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that the cardiosave intra aortic balloon pump (iabp) had unstable regulator adjustment .there was no patient involvement.